Event description:
Customer reported the panorama central station's display had no video output, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and replaced the display's power distribution board. Unit was calibrated and safety tested to factory's specifications.